Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 15.0-15.5cm from the end of the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating of the sensing cable was abraded at the same location. This is consistent with the field observation of noise if the lead were to come in contact with the ICD can.

Event description:
It was reported that several warning episodes were observed. Noise was noted in rv lead channel. The lead was explanted.